Event description:
Defective hickman catheter, dr. Notice surecuff on powerhickman single-lumen. Catheter was not fixed. Dr. Replaced product with new powerhickman single-lumen catherter that had a secured cuff. The catheter has a cuff which should be on a fixed area of the catheter (near the opening in the skin and over time grows into skin). While the catheter was being placed it was noticed that the cuff was sliding along the catheter.

Event description:
Defective hickman catheter, dr. Notice surecuff on powerhickman single-lumen. Catheter was not fixed. Dr. Replaced product with new powerhickman single-lumen catherter that had a secured cuff. The catheter has a cuff which should be on a fixed area of the catheter (near the opening in the skin and over time grows into skin). While the catheter was being placed it was noticed that the cuff was sliding along the catheter.